Event description:
The complainant reported an underdelivery. It was reported the intended delivery was 150 ml/hour. The reporter stated that the actual amount delivered was 50 ml/30 minutes.

Manufacturer narrative:
The test and investigation results indicated that the complaint for underdelivery was confirmed. The pump delivered at -25.3% accuracy due to stuttering motor.